Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. No pt injuries or complications were reported. No additional info is available regarding this event.